Event description:
It was reported that during follow-up the battery of this implantable device was found to be exhausted and was suspected to be depleting prematurely. The device was replaced with no additional adverse patient effects reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at ert (elective replacement time). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared ert earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that during follow-up the battery of this implantable device was found to be exhausted and was suspected to be depleting prematurely. The device was replaced with no additional adverse patient effects reported. This device was received for analysis.